Event description:
It was observed during the device inspection that the bending section adhesive part on the videoscope is missing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause of the event could not be specified. The subject event can be detected by implementing in accordance with the below IFU. For safe use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector and light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector and light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion section, particularly lens surface. Visual abnormalities may result on the ultrasound image or endoscopic image. Do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Olympus will continue to monitor field performance for this device.